Event description:
It is reported that there is a fine black substance that appeared to be mixed with the osteobond. Because of the substance, the surgeon didn't use the bone cement.

Manufacturer narrative:
Evaluation summary: as returned, the foreign substance that was mixed with bone cement was returned in a non-zimmer mixing bowl mechanism. It appears that the foreign substance may have originated from a rubber seal from the mixing bowl mechanism. The returned mechanism was forwarded to the appropriate company for evaluation. Evaluation: device history records indicate device manufactured to specification.